Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system would not make any exposures after an hour of use and displayed a communication failure. The system required a reboot in order to regain functionality. This resulted in a loss of imaging functionality. There is no report of injury or death.